Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the suspect medical device was discovered to be intact during explantation. Mentor also became aware that the suspect medical device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (right) 500cc mentor memorygel breast implant, catalog: 3505004bc, lot: 6604651, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the left side, suffered rupture post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.